Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report corrosion in the battery compartment and a low battery alarm. The customer's blood glucose level was unknown. The customer declined a replacement device. The product was not returned for analysis.